Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving lioresal dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included cerebral palsy. It was reported that the patient had developed a post-op infection. The patient was being treated with antibiotics to try to save the pump implant. The environmental, external or patient factors that may have led or contributed to the issue were the patient has an ostomy and a g-tube. It was unknown if any diagnostics or troubleshooting was performed. The interventions and actions taken to resolve the issue was the physician had the patient on antibiotics. The issue was not resolved at the time of the report. The patient status was noted as alive, with injury as the patient was undergoing antibiotic therapy. It was noted that surgical intervention had not occurred and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.